Manufacturer narrative:
The reported guide wire was returned for analysis at csi. Visual examination revealed that the guide wire had fractured at the proximal solder bond and the shaft appeared to be bent at the fracture site. There was also adhered biological material observed on the proximal spring tip solder bond. The morphology and root cause of the biological material was unknown and it could not be determined if the biological material contributed to the reported event. Scanning electron microscopy (sem) analysis revealed the presence of shear dimples on the fracture faces of the guide wire. The instructions for use states: "handle the oad and guide wire carefully. A tight loop, kink or bend in the guide wire may cause damage and system malfunction during use." The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID: (B)(4).

Event description:
The tip of the flextip guide wire fractured off during an attempt to exchange the guide wire out. This event occurred after treatment with the orbital atherectomy device (oad) and the physician tried to exchange the flextip guide wire with a workhorse wire using a competitor catheter. During the exchange the catheter stopped moving and it was believed to be at the tip of the flextip guide wire. The competitor catheter rotated several times, and the spring tip fractured off. The guide wire fracture was retrieved with the use of another competitor catheter and two competitor guide wires. The patient was reported to be in good condition.